Manufacturer narrative:
(B)(4). The device records 63 log entries between the 30th may 2005 and the 15th march 2015. The device records 27 manual power ups between the 30th may 2005 and the 26th september 2012, the longest of which lasts 2 minutes 7 seconds duration. During this time the device records two occasions in which information from the technical log suggests the device was attached to a patient due to an in range impedance, no shock was advised. On the 6th july 2014 the device failed the weekly auto self-test due to a low battery. The device continues to record self-test fails due to a low battery up to and including the last log entry on the 15th march 2015. Investigation found the reported fault can be attributed to multiple low battery fails. As the device recorded 8 months of self-test fails this resulted in the device memory becoming full. As the user accessible memory can be erased via the saver evo application this type of warning prompt is not considered a fault and would not prevent the device from delivering therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device memory full.